Event description:
The lay user/reporter contacted lifescan in 2008 and alleged that the patient's one touch ultra2 meter was not powering on. The medical affairs specialist was unable to reach the reporter or the patient after several attempts via phone. A letter was sent to the address provided. The reporter mentioned that the alleged issue first occurred on nine days earlier. As a result of the reported issue, the patient took her usual dose of insulin (actos 30 units and humalin 10 units). The patient had developed symptoms of sweats and thirst after the reported issue began. She was also tested on another device with a result of 280 mg/dl. The patient did not receive any medical attention, but had taken the meter to the pharmacy and they could not make it work. At the time of troubleshooting, it was verified that this was a new product. Based on the information provided, there was no misuse of the product. The reporter was unable/unwilling to answer if the patient was using the correct test strips and what the condition of the battery contacts was. It was verified that the patient had changed the battery per the owner's manual and the battery was installed correctly. However, the issue was not resolved when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because the patient claimed she experienced symptoms that can be associated with hyperglycemia after the reported issue began. Her blood glucose result on another device was also reportedly high, although it is unknown if a result of 280 mg/dl was higher than usual for this patient. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.